Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window and on the reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm and all buttons were unresponsive. Customer was not sure how it occurred. Customer's blood glucose was 474 mg/dl and was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.